Manufacturer narrative:
MFR received summons from attorney. The wheelchair has been in use since 2005 with no reported incidents. The chair's maintenance history is unk. Current user guide covers proper maintenance. As a conservative measure, MDR filed based on injury.

Event description:
The wheel locks allegedly did not work properly to hold the chair in place, causing the consumer to fall to the floor, resulting in the consumer to fracture her leg in two places.